Event description:
Hcp reported pump was explanted because of inflammatory lesion at t-10 (catheter tip). The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.